Event description:
Stryker was notified by german authority bfarm that they received a report of a device that switched off during use with patient. While the AED uses a single battery during operation, the device¿s operating instructions advise the user to replace the battery immediately in the event that the device¿s battery is depleted. It was initially reported this was due to a depleted battery, however upon inspection stryker could not verify the reported issue was due to a depleted battery.

Manufacturer narrative:
The device was returned to stryker for further evaluation, no battery was sent for testing. The reported issue could not be duplicated or verified. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The cause of the reported issue could not be determined. Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank. In compliance with regulation (EU) 2016/679 of the european parliament and of the council, stryker collects only essential and relevant patient information necessary for regulatory purposes, ensuring that no data capable of identifying a person, directly or indirectly, is gathered. Patient fields in which information is not requested or provided were intentionally left blank.